Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is not receiving stimulation. The sjm representative met with the pt and the lead has high impedances on all contacts and is not receiving stimulation. The pt is currently seeking a surgeon.